Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surg today (2011) 41:216¿221; doi 10.1007/s00595-010-4266-4. (B)(4).

Event description:
It was reported in a journal article with title: laparoscopic transabdominal preperitoneal approach for inguinal hernia repair: a five-year experience at a single cente. This single-center retrospective study aimed to summarize the laparoscopic repair results and recommendations of other institutions considering using this technique. During a five-year period between jan2003 and jan2008, 312 patients (n=266 male and n=46 female; average age of 57.4 years) who underwent transabdominal preperitoneal (tapp) procedures for groin hernias were included. In the procedure, ultraincision (ethicon) was used for peritoneal incision which extended from the lateral aspect of the inguinal region to the lateral umbilical ligament. Medially, the dissection is carried to the symphysis pubis. A 15 × 10-cm mesh (proceed, ethicon endo-surgery) was inserted via the 10-mm trocar into the abdominal cavity and deployed over the inguinal region which was attached using tacks. Intraoperative complications included bleeding from epigastric vessels (n=2) treated with clip applications, deserosation of the sigmoid colon (n=1) which was sutured, and bladder injury (n=1) which was sutured. Postoperative complications included wound hematoma (n=2) treated with incision and evacuation of hematoma; wound infection (n=2) treated with incision, evacuation of pus and antibiotics; scrotal hematoma (n=1) treated conservatively; and consecutive hydrocele (n=1) in which patient underwent winkelmann procedure. Furthermore, there were two cases of recurrences occurred at the lateral site (probably because the mesh had been placed too medial) which were treated with open lichtenstein procedure. In conclusion, the laparoscopic approach is generally reserved for recurrent and bilateral hernias; however, it is also indicated for cases of a unilateral hernia where the presence of a contralateral hernia is strongly suspected.